Manufacturer narrative:
Voluntary event report received. Medwatch: mw5145765.

Event description:
Voluntary medwatch report received noted that the left ventricular lead was explanted due to an unspecified product performance issue. No adverse patient effects were reported.